Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported that a patient encountered limb ischemia. The patient's right leg was occluded due to the extracorporeal membrane oxygenation (ECMO) and impella cp. For this reason, a femorofemoral bypass was placed. Additionally, the flows of ECMO and impella cp were adjusted. The patient remained stable and the leg became well perfusioned. The patients outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿